Manufacturer narrative:
H3 other text : not returned to the manufacturer

Event description:
The manufacturer received information alleging a ventilator was failing oxygen calibration. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was failing oxygen calibration. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, oxygen blending module and machine flow sensor were replaced to address the issue. The system board, oxygen blending module and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, oxygen blending module and machine flow sensor were functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was failing oxygen calibration. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, oxygen blending module and machine flow sensor were replaced to address the issue.